Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('once I knew they were made of nickel, legit allergic reaction, surgery next month, bye ovaries, tubes, uterus, cervix and essure eviction') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general in june 2004. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), peripheral swelling ("only the left foot & ankle swells up"), joint swelling ("only the left foot & ankle swells up"), swelling face ("her face is all puffed when she get up each morning"), abdominal distension ("she have the taut belly sticks out far enough she look about 7 months pregnant year around."), alopecia ("my hair thinned out"), autoimmune disorder ("autoimmune disorder"), vitamin b12 deficiency ("b12 deficiency"), nerve injury ("nerve damage"), spinal fracture ("vertebral fracture"), hypoaesthesia ("lower body numbness and weakness"), muscular weakness ("lower body numbness and weakness"), migraine ("migraine"), head discomfort ("heavy skull"), balance disorder ("no balance") and fatigue ("fatigue") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (planned surgery to remove essure). At the time of the report, the allergy to metals, alopecia, autoimmune disorder, vitamin b12 deficiency, nerve injury, spinal fracture, hypoaesthesia, muscular weakness, migraine, head discomfort, balance disorder, fatigue and cholecystectomy outcome was unknown and the peripheral swelling, joint swelling, swelling face and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, autoimmune disorder, balance disorder, cholecystectomy, fatigue, head discomfort, hypoaesthesia, joint swelling, migraine, muscular weakness, nerve injury, peripheral swelling, spinal fracture, swelling face and vitamin b12 deficiency to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media received. Added product start date. Essure recoded to model ess205. Added concomitant product. According to current report action taken with drug is dose not changed. On 23-mar-2020: follow up received from social media. Reported information was added. Events added: alopecia, autoimmune disorder, b-12 deficiency, nerve damage, vertebral fracture, lower body numbness, muscular weakness, migraine, heavy head, loss of balance, fatigue, gall bladder removal, and nickel allergy. Nickel allergy was marked for surgery (planned medical device removal) and intervention required. The medical device removal codes for annex f and c were updated in mir information. Device removal was marked yes. Information about the new reporter was added as per the source document. Device n/s incident was deleted from the references in additional information tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.